Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing detailed instructions for resetting the pump, which resolved the issue, and the caller successfully started their sensor session.